Manufacturer narrative:
The device was returned to olympus for inspection, and the reported malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: channel tube has foreign objects. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that a clip was clogged in the colonovidescope's pipeline during preparation for use. There was no report of patient/user harm.